Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the penile implant was implanted on (B)(6) 2018 removed and replaced on (B)(6) 2020 as the left cylinder was outside of the corpora, reservoir side pain. Additional information received indicated that the device would not be returned. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of exposure and pain, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Hospital did not return the device.

Event description:
According to the available information, though not verified, left cylinder was outside of the corpora; reservoir side pain. The device was removed/replaced. Device will not be returned due to hospital policy/physician choice.